Manufacturer narrative:
The reporter's meter was provided for investigation where it was tested using retention strips and lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr, qc 2: 5.2 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed ,and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.6 inr, and the result from the laboratory using stago reagent was 2.0 inr. The therapeutic range was 2.0-3.0 inr, and the customer tests weekly.